Event description:
The arthroplasty was revised due to pain.the components were implanted in situ for ~1.0 y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
The event was not confirmed. No devices were returned for evaluation. However, the provided image showed markings present close to the rim which is consistent with explantation damage. Otherwise the product appears unremarkable. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because limited information was provided.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical solid bk 60mm; cat# 500-01-60g, lot# 8117901.v40 cocr lfit head 36mm/-5; cat# 6260-9-036, lot# 12668303.meridian tmzf hip stem #2/12mm; cat# 6265-1-005, lot# 7594801.it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
The arthroplasty was revised due to pain. The components were implanted in situ for ~1.0 y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.